Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was having issues with air bubbles in the reservoir. The customer's blood glucose level at the time of incident was unknown. The customer states that there have been high blood glucose levels due to the air bubbles being present. The customer also states receiving a no delivery alarm. The customer states they will call back when the issues arise, in order to troubleshoot.